Manufacturer narrative:
Report required by FDA for eua. Relates to 3014862188-2022-00594 (c9056) tests 2 of 2.

Event description:
User reported 2 false negative results. Positive by follow up test. Type or method of follow-up test not specified. Symptomatic. This report 1 of 2.